Event description:
¿I am writing to report a product issue identified at the xxxx involving the bd insyte autoguard 22g x 1.00 in (m#: 381423, lot#: 5057901). It has been brought to my attention that the needles failed to retract on three separate occasions, all involving products from the same lot number listed above. Please advise on the appropriate next steps regarding this matter. For any clinical-related inquiries, please feel free to reach out directly to xxxx; the charge nurse for the xxxx. Additional information received on 02-sep-2025. The first incident happened on (B)(6), the other 2 were on (B)(6). No harm to staff or patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 5057901. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.